Event description:
It was reported that during an open hepatectomy, the blade was broken off and fell into the patient after a few actuations when the device was used for the hepatic transection. The broken blade was retrieved from the patient. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.